Event description:
Rubber strap (around neck) lacerated two patients' necks - long "cut-like" wound extending from side of neck to just past mid-posterior neck. Wounds both scabbed over and have been evaluated by wound care for treatment. We have been using these particular ett holders for many years without much incidence, however, there are several factors that may or may not have influenced these particular occupancies. First, we are using very little sedation as part of the early mobility initiative and both of these patients were obese with rolls on their necks that perhaps the rubber strap rubbed against. Either way, this may continue to be a problem with this particular style of ett holder. We have an interim plan until respiratory can find a more permanent solution.